Manufacturer narrative:
The device was returned and evaluated, and the e216 scope communication error was not confirmed. However, an e315 scope communication error was confirmed due to corrosion on the endoscope connector. Additional findings include the following: the scope image display was not displayed, the suction connector was dirty due to water leakage, the play of the up/down knob was out of standard value due to wear of the angle wire, the universal cord had a scratch and a wrinkle, the protector of the universal cord on the control section side and the suction connector side had a scratch, and the objective lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis lucera elite colonovideoscope was returned to olympus for evaluation of a reported error code e216, scope communication error, on the universal side of the scope during inspection before use. The gold terminal contacts of the connector of the light source was wiped clean but the problem was not resolved. Upon inspecting and testing, olympus identified an e315 (scope communication error) code due to fluid invasion inside the scope connector unit. The customer further reported the e315 error occurred during inspection before use and the intended procedure was completed with a different scope. No death, injury, or harm was reported. This report was submitted to capture the e315 scope communication error malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported error code e216, scope communication error was due to the damage of image sensor unit or breakage of the mounting components of the electric board due to due to water invasion in the scope connector. Olympus will continue to monitor field performance for this device.